Event description:
It was reported that the patient had been in the hospital since (B)(6) 2013 and was in a lot of pain. It was noted that the patient responded very well to "a little dilaudid" given by the hospital staff; therefore, the healthcare provider (hcp) ordered the pump to be turned off and the patient was to utilize a pca (patient controlled analgesia) pump. It was confirmed there were no pump alarms; the low reservoir alarm date was (B)(6) 2013. It was then decided to program the pump to minimum rate mode so the pca pump could be utilized. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8590-1, lot# n234553, implanted: (B)(6) 2010. Product type: accessory. (B)(4).